Event description:
Information was received from a patient receiving intrathecal hydromorphone and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that on wednesday their pump started to make a single tone beep and they "assumed" it was because their reservoir was getting low. Patient stated they went in for a refill on thursday and there were still 5 cc's left in the pump but stated their doctor filled it. Patient said they went home and the pump was still beeping. Patient stated they did not have a personal therapy manager (ptm) and were not seeing any current alerts. The patient mentioned they were sick so it was hard to tell if they were getting the medication or not. Patient stated they had been able to receive their bolus's since wednesday. Additional information from the healthcare provider (hcp) provided in the medical chart stated that the intrathecal medication was providing "satisfactory pain relief without side-effects from the intrathecal therapy" and confirmed that the patient had a recent refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.